Event description:
Blood leaked from the device and no IV set was attached at the time. The nurse stated "the cap split while flushing." Rn stated that "a visible crack was seen." No pt harm reported.